Event description:
This report summarizes 149 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
It was not originally reported that there were 8 devices pending. The 8 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 149 devices was not evaluated as the cause was determined by analyzing data provided by the user/third party. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 149 malfunction events, where it was reported the devices experienced accessible ac current. There was no patient involvement.